Event description:
It was reported the wound wasn't closed properly and it opened up. It was stated a loop of one of the leads was sticking out and the anchor was still intact and in its original location. Reportedly, the patient was brought into the operating room on (B)(6) 2013 @ 5:30pm and the wound ¿looked fine.¿ it was noted the healthcare provider (hcp) cleaned it out and sent some tissue to be cultured. Images showed the leads didn't move and the patient was happy with the placement.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).